Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02555. It was reported that patient experienced uncomfortable stimulation and has not charged or used the thoracic scs system in more than two years. The ipg was deemed inoperable and patient lost therapy. Surgical intervention may take place to address the issue

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.